Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins) for unknown indications for use. It was reported that rep said pt reports therapy turning off randomly, that when pt uses the pp to check therapy, pp shows therapy being off. Impedance check shows good impedance and ins battery life is good per rep. Rep said she advised pt to document when this issue occurs. Technical services advised rep to get mdt file the next time she meets with pt, if issue is still occurring. Issue started a month ago.